Manufacturer narrative:
The customer reported that "we were not able to extract fluid out of the balloon. We checked the batch history records and no non conformities were detected. The retain samples from the same batch was tested and it functioned properly, the inflation and deflation test of balloon was found ok. We received the complaint sample, tested and did not detect any non conformity, the catheter functioned properly. So, the complaint is not justified.

Event description:
We were not able to extract fluid out of the balloon.